Manufacturer narrative:
Medtronic representative went to the site to test the equipment. He found the motion batteries completely drained while the x-ray batteries were fully charged. Two cells that were found to be weak were replaced and the lift and shift wheels were tightened. He asked the site to charge the imaging system overnight. The next day he checked the battery levels and both the x-ray and motion batteries were fully charged. The imaging system passed the system checkout and was found to be fully functional. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site notified him that the imaging system was powering off while driving. The radiological technician said that they were removing the system from the or to park it in the hallway and while moving the system it shut down. There was no patient present when this issue was identified.